Event description:
The customer reported that the insulin pump was exposed to moisture and the device turned off. The customer stated he could see moisture in the device. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage on the electronic and motor assembly.